Manufacturer narrative:
(B)(4). Batch #: n55t9a. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the pulmonary lobectomy surgery, after fired, the cartridge was loose. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.